Event description:
It was reported that there was "leakage of blood, where extensions are connected to the catheter, during treatment." No ill effects to the pt were reported.

Manufacturer narrative:
The device involved in the event was not returned for eval. From the description of the event the failure appears to be one that has been previously investigated. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. Some catheters were developing a small hole in the lumen at the point where the lumens are permanently bonded together. The mfg process of the permanently bonded section of the lumens included a peel back step after bonding to assure the correct location of the bonded section. After evaluating returned samples it was determined that the peel back step may have contributed to the weakening of lumen wall to the point of that hole may developed over time in the field. Changes have been implemented to the mfg process that will minimize the spreading of the bonding agent pass the permanently bonded section therefore eliminating the peel back step. A trial was conducted using the improved process. All catheters met all acceptance criteria, visual, dimension, and leak test. The catheter involved in this incident was manufactured prior to the process change.